Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. The device was discovered to be broken after decontamination on (B)(6) 2016; however, it is unknown when the device actually was broken. Additional device product code is hwc. There was no report of this device having been implanted and explanted from a patient, therefore, implant and explant dates are not applicable. Reporting facility phone number is (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot number. Manufacturing location: (B)(4). Date of manufacture: may 27, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the opening wedge plate was discovered to be broken after decontamination on (B)(6) 2016. There was no report of patient or surgical involvement; however, it is unknown when the implant became broken and how. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the plate was received with a transverse break though the shaft locking hole closest to the wedge. The remainder of the shaft portion was not received. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned plate is part of the 2.4mm/2.7mm variable angle locking compression plate (va-lcp) forefoot/midfoot plating system and addressed in the technique guide. The implant is intended for use in opening wedge osteotomies. The fracture site was examined under 10x magnification and no material voids or irregularities were identified. The threaded holes were also inspected and found to be intact with one of the three threaded holes showing light wear. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Based on the date of manufactured the relevant drawings, reflecting the current and manufactured revision, were reviewed. The design history was found to not impact the complaint condition. The plate thickness was inspected and found to measure within the specification. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. It was reported that the plate was found broken at the loan department. Thus, no definitive root cause was able to be determined as circumstances surrounding the event are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.